Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain

Event description:
Refrence number (B)(4) event occured in spain it was reported that the patient experienced tape not sticking event on (B)(6)2026 due to lack of adhesive. No further information is available